Manufacturer narrative:
Correction: reason code for no evaluation. Additional information: imdrf annex a, g, b, c and d grids, remedial action required and manufacturer narrative (chr, DHR and shr statements). Omit: a0705 - battery problem (2885), g02002 - battery, b17 - device not returned, c20 - no findings available, d15 - cause not established. Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11nov2019. The review was performed from the date of manufacture to the present date 04aug2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device battery needs to be replaced. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation.

Event description:
It was reported that the device battery needs to be replaced. There was no patient involvement.